Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction, and the product was not returned. A review of the lot history record revealed no non-conformances. The reported patient effect of thrombosis, as listed in herculink elite, instructions for use (IFU) is a known patient effect associated with the use of a stent in peripheral arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the issue was caused by, or related to the design, manufacture or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the renal artery with mild calcification. The right kidney was not accessible, thus a 5x12mm herculink elite renal stent system was advanced toward the target lesion in the left kidney, the system was inflated and the stent was deployed on (B)(6) 2015. The patient returned to the hospital on (B)(6) 2015 with unspecified symptoms and it was discovered that the stent had thrombosed via angiography. The thrombus was treated via medication. It was confirmed that the patient was taking the medication as prescribed. There was no clinically significant delay in the procedure. The patient subsequently developed renal failure due to the thrombosed stent and dialysis is required. No additional information was provided.